Manufacturer narrative:
Customers observations of precision issues were not reproduced on cardiac lot w4954. Customers returned samples were all <0.05ng/ml. No product deficiency was observed. All results of the retain testing met the release requirement. We have 95% confidence that the devices will demonstrate at least 95% reliability due to all devices being below 0.1 ng/ml for tni. As of 05/23/2012, there is (B)(4) complaint on cardiac lot number w49754.

Event description:
Caller alleged false positive troponin I (tni) results on triage cardiac panel test vs. Centaur results. The pt was admitted for shortness of breath. His EKG was negative for myocardial infarction (mi). Initial draw in edta was 9 am and tested immediately with test device both warmed at room temperature. The test was repeated, along with a second draw in edta at 11 am. Physician questioned 9 am test result for tni and order a lab test for tni on centaur with a 9 am heparin draw. The pt is still in the hospital for observation.